Event description:
Event: cuff failure. Med (B)(6) reported a cuff failure in a size 4 king airway placed during a resuscitation attempt. King cuff was tested with 50-60 cc air prior to intubation (after removal of noted protective end cap). Pt had ongoing vomiting and secretions. Ng was placed through the suction lumen. A few moments later, the fluids were spraying from the nasal pharynx. Attempt to re-inflate unsuccessful - cuff would hold air and appeared to rupture. King airways was removed and a new king 4 was placed without incident. Dates of use: 10 minutes. Diagnosis or reason for use: respiratory arrest. Is the product over-the-counter: no.